Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced hyperglycemia after a missed meal announcement, with a fingerstick glucose of 352 mg/dl and cgm 392 mg/dl; a troubleshooting review identified no leaks or kinks, and the caregiver performed a tubing prime to drops and a site-only change before resuming insulin delivery. Symptoms included feeling unwell, which subsequently resolved. Outcomes included continued monitoring at home without emergency care or hospitalization. Investigation included remote troubleshooting, verification of infusion set integrity, and guided corrective actions. Investigation of this case revealed that the elevated glucose was associated with the missed meal announcement rather than a device malfunction, and infusion delivery was re-established following the site intervention. It was concluded, based on previously established findings for similar reports, that the cause was use error related to a missed meal announcement.